Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the device got twisted with the wire. The procedure was completed with another of same device. There was no patient injury.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the device got twisted with the wire. The procedure was completed with another of same device. There was no patient injury. It was further reported that the physician successfully retrieved the catheter and guidewire by removing the entire system from the patient.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that it was stuck in a non-boston scientific (non-bsc) device. Kinks and twisting were observed in the imaging window, with the guidewire trapped in the floppy section. There was no damage on the distal tip or guidewire exit port assembly. Additional testing showed that the non-bsc device was able to be pulled out from the imaging window after a cut was made to examine the twisted section.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the device got twisted with the wire. The procedure was completed with another of same device. There was no patient injury. It was further reported that the physician successfully retrieved the catheter and guidewire by removing the entire system from the patient.